Manufacturer narrative:
Date of event is unknown. This report is for an unknown quantity of unknown helical blades. Part#, lot# and UDI # is not available. Dates of implant and explant are unknown. Device is not expected to be returned for manufacturer review/investigation. This report is for an unknown quantity of unknown helical blades. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4) gao, z. 2017; (B)(6) 2018.pdf].

Event description:
This report is being filed after the review of the following literature article: gao, z. Et. Al. (2017). Risk factors for implant failure after fixation of proximal femoral fractures with fracture of the lateral femoral wall. Injury. China. The study was done to investigate potential predictors of implant failure following fixation of proximal femoral fractures with a fracture of the lateral femoral wall. The study was a retrospective analysis of medical records off ninety-nine (99) patients who had undergone operation to treat a proximal femoral fracture with a fracture of the of the lateral femoral wall between may 2004 and april 2015. Out of the ninety-nine (99) patient included in the study, there were fifty-one (51) males and thirty-eight (38) females. Sixty-three (63) patients were noted to be in the age group of >=65 years, and twenty-six (26) patients were <65 years old. There were nine (9) patients with a body mass index (bmi) <18.5, forty-six (46) patients were in the bmi range of 18.5-23.9 and thirty-four (34) patients had bmi >=24.0. This study compared failure rates between a total of twelve (12) intramedullary and extramedullary fixation implant systems with eight (8) of these being synthes systems. Implant failure in this study was defined as any condition that necessitated revision surgery, including: subsequent fracture around the implant, helical blade, sliding hip screw, or lag screw cut-out, progressive fracture displacement, fracture non-union, implant or screw breakage, or, lateral protrusion of the helical blade, sliding hip screw, or lag screw. Based on this definition for implant failure, ten (10) out of the ninety-nine (99) patients were reported to have suffered an implant failure. The complications/implant failures that occurred during the study period are as follows: three (3) patients had proximal screw breakage, three (3) patients had screw cut-out, one (1) patient had distal screw breakage; one (1) patient had lateral protrusion of the helical blade; two (2) patients had fracture non-union. It is unknown as to which implanted constructs do these malfunctioned parts belong to. This complaint involves an unknown quantity of unknown helical blade. This is report 2 of 3 for (B)(4).